Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review, as no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for thi specific event cannot be ascertained from the info provided. Should add'l info become available, and an investigation result become available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the pt was implanted a ncb pp prox fem plate, l, 12h, l. 285mm on the left side on (B)(6) 2013. The plate failed on (B)(6) 2014, the breakage was confirmed by x-rays on (B)(6) 2014. The pt was revised on (B)(6) 2014.